Manufacturer narrative:
The reported event of insulation twisted was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged blood/tissue. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while rotating the entire right ventricular lead and advancing it into the septum, it was noted that the lead¿s insulation appeared twisted. The lead was not used and replaced during the procedure. The patient was in stable condition.